Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger.

Event description:
The consumer reported that he was having problems charging and problems getting good coupling bars. The patient noted he was getting six coupling bars shaded, but normally he didn't get many coupling bars. The patient stated he did not use the belt because it was more comfortable not using the belt and he used a pillow to hold the antenna over the implant and sometimes had to lay down to charge. A recharger antenna was sent. The indication for use was spinal pain. No patient symptoms reported. Additional information received from the consumer reported that he received the replacement recharger antenna and it did not resolve the issue. The patient stated that he thought something was loose in his implant area because he thumped the implant with his finger and was able to get full coupling bars.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there had been no fall or bump and when they went to charge it wouldn't get any bars while charging unless he was lying on his back. The patient was going to see a doctor to see what could be done to correct the issue. The patient stated that the poor coupling had not resolved and if they tapped on their back while trying to charge they can sometimes get it to couple. The patient noted that it would also couple when lying on their back, but otherwise it wouldn't couple in other positions and they thought the problem was with the battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-08-19 reporting that the patient was having difficulty charging. The most the patient could get was 2 coupling bars. The device was seated at an angle. It was unknown if it had flipped. The health care professional (hcp) ordered an x-ray to confirm. Another manufacturer representative was notified of the charging issues according to notes from (B)(6). The hcp would possible be changing out the implantable neurostimulator (ins) to a non-rechargeable device. The estimated longevity calculation was performed for a prime device using the current settings: program 1 had 2 anodes, 2 cathodes, 3.8v, 300 pulse-width, 40 hertz, and therapy impedance 578 ohms; program 2 had 2 anodes, 2 cathodes, 2.6v, 300 pulse-width, 40 hertz, and therapy impedance of 602 ohms; program 3 had 2 anodes, 2 cathodes, 2.7v, 450 pulse-width, 40 hertz, and therapy impedance of 704 ohms. If the device was on for 12 hours a day, the estimated longevity would be 38 months from implant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.